Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the chair is sliding to the left while going down a ramp, no fault or error code.